Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent was bent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. Examination of the stent found stent damage. Stent struts at the distal end were lifted and pulled distally. The undamaged stent was measured and the result was maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hypotube kink located 82.8cm distally from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent was bent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.